Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced power outage and the station was not operable. The customer had no access to the cubie and reported that the facility had many patients, and ordering medication from the pharmacy would have taken a long time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the facility had power outage. A technical support specialist checked the station which shown online after customer confirmed that the power came back. The system functioned as intended after the technical support specialist checked the device.